Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated troponin results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and historical performance of architect stat high sensitive troponin-I reagent lot 30254ud00. Return testing was not completed as returns were not available. Trending review determined no trends for falsely elevated results for the product. Historical performance of reagent lot 30254ud00 was evaluated using worldwide data from abbottlink. The patient median result for this lot is comparable with other lots in the field and confirms no systemic issue. As review of applicable field data suggests that the performance is acceptable. Device history record review was performed for the lot, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I, lot 30254ud00 was identified.

Manufacturer narrative:
Updated postal code: (B)(6). Complete information for patient information, patient identifier = sid= sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one (B)(6) male patient. The results provided were: on (B)(6) 2021 sid (B)(6) aliquot from primary tube=398 ng/l /redrawn and repeated sid (B)(6)=9 ng/l /repeated primary lithium heparin tube from initial drawn specimen sid (B)(6)=11 ng/l on (B)(6) 2021 redrawn and repeated sid (B)(6)=12 ng/l / redrawn and repeated sid (B)(6)=12 ng/l. Additional information provided: ck=78 u/l (reference range= 170 u/l). Laboratory reference range for troponin= 26 ng/l. The patient was given anticoagulant due to initial falsely elevated architect stat high sensitive troponin-I results. The anticoagulant was stopped when the repeat result was negative. The customer unknown about the name of anticoagulant given to the patient. The patient is ok. No further impact to patient management.